Event description:
The device was returned for evaluation. The air compressor was found to be non-functional and additional analysis indicated that the problem is due to a defective motor.

Event description:
Customer reports the following: "biomed reported pump problem alarm, pins/sensor were cleaned. No patient harm." Preliminary review indicates that a 12v failure led to startup check failure. Although this did not occur during or stop an active infusion, were the issue to occur during an active infusion, the pump would enter a fail stop state, thereby delaying the infusion. As such, fresenius kabi is reporting this as a conservative measure. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.